Manufacturer narrative:
Unit received cracked and bleeding liquid crystal glass. Unable to perform unable to perform operating currents, self-test, unexpected restart alarm error test, self-test and displacement test or verify blank display due to cracked and bleeding liquid crystal glass. Unit had cracked case and broken battery cap.

Event description:
The customer reported via phone call that the insulin pump had blank screen and damage. The customer's blood glucose value was unknown. The customer also reported that the insulin pump was dropped. . The customer also stated that the reservoir ring has damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.